Manufacturer narrative:
The device was returned without the guidewire to csi. Visual analysis did not reveal any damage to the saline sheath of handle assembly. The crown and saline sheath diameters were measure and met specification. As there were no device issues identified during analysis, patient anatomy or other external factor may have contributed to the difficulties advancing the device. When tested, the device functioned as intended. The device expiration date is 04/30/2024. Csi ID: (B)(4).

Event description:
The stealth 360 peripheral orbital atherectomy device (oad) was advanced to the superficial femoral artery where a proximal occlusion was treated. The oad could not advance further over a tortuous iliac bifurcation. The oad was removed and replaced. When the device was removed, the mid/distal portion of the saline shaft was noted to be damaged. The flow of saline to the tip of the oad was considered sufficient to avoid patient injury during the procedure.